Event description:
Customer reported leak with the 0.2 micron filter. No identification of where leak occurred was provided. The product was on a patient in the peds ICU. No patient harm occurred. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.